Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer that "last week the patient c/o PICC leaking. The day prior I personally changed the dressing, flushed and did a lab draw without any issues. When the patient came in the next day it indeed was leaking because the connector had come undone. At that point I grasped the piece closest to the skin so as to not insert the PICC any further as I reconnected the pieces together, however at that point when I was about to clean the area the entire connector fell off, leaving the PICC catheter inside the patient. I sent the patient to the emergency room. This PICC had been in the patient since (B)(6) and this happened on (B)(6). Up to this point there had been no problems".